Event description:
Information was received from a consumer who was implanted with a neurostimulator. The patient reported that they were not doing real well, was peeing more frequently, and wanted to turn it up. The patient noted that they would get up in the morning, go to the restroom, get up to pour water in coffee pot, and before they got that done they would have to pee again. They then would come back and finish filling up the water. The patient stated that they could not remember how to use the patient programmer (pp) and noted that the last time they had used it was about 3 months ago, it wouldn¿t come on so they changed the batteries and that resolved the issue. The patient stated that they were currently seeing the splash screen when they were trying to connect and noted that they were using rayovac high energy batteries. The patient changed the batteries and the pp was functioning as designed. The patient synced with the implant using the pp and noted that stimulation was on. The patient started on program 3 at 3.0 v and increased to 4.4 v noting that they felt stimulation slightly. The patient was advised to follow up with a healthcare professional (hcp) if their symptoms continued and the patient noted that they had an appointment scheduled in about a month. It was indicated that the change in therapy/symptoms was sudden. No further complications were reported or were expected.